Event description:
The physician achieved arteriotomy closure with the the closer s 6 fr. Device following a diagnostic procedure. It was reported that the patient presented to the emergency room on 07/01/2001. The patient was hospitalized for 5 days with methacillin resistant staphylococcus aureus to the "limb", infected hematoma and sepsis. The patient required surgery to have an orthopedic pin removed from the same leg. Although requested, no further information has come available.